Event description:
Exchanged arterial line tubing. Normal procedure was followed. Once connected to the patient, noticed the drip chamber was leaking. Had to redo tubing exchange. Lot number: 66380414 for product refpxvmp184.